Event description:
It was reported that the customer was hospitalized three days ago. The caller stated that she passed out in the bathroom, and her blood glucose was 117mg/dl by the time they arrived. It was stated that while the customer was in the hospital they ran a CT scan, mris, and ultrasounds. It was stated that the customer's blood glucose was high and she was treated with the insulin pump. The caller stated that they checked at the hospital and her blood glucose was 170mg/dl, but when the customer checked her glucose level was 197mg/d. No further information was provides.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.